Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker has not decreased its longevity from 1.5 years remaining. The battery analysis is scheduled to be performed during the next routine follow-up. This device remains in service. No adverse patient effects were reported.